Event description:
Customer reports receiving a cut in 2009 while using direct check controls. Glass ampoule punctured the protective sleeve, while activating the controls for use. Customer's wound was disinfected, and a tetanus shot administered.

Manufacturer narrative:
Results and conclusions: MFR eval / investigation inconclusive due to insufficient info provided by user facility, about the alleged device involved.